Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient experienced an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter and a hyperglycemic event. The sensor was inserted into the abdomen. The patient stated that due to inaccurate values, he ended up going to the hospital. The patient stated that they remember being taken in an ambulance and was unsure of who contacted emergency medical technicians. It was indicated that the patient was treated with insulin and intravenous (IV) fluids and was released the same day. At the time of contact, the patient was doing okay and was back at home. No additional patient or event information is available.